Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and in logs, errors c34, m11 and m18 were found. Upon visual inspection, the iesu was found to be in good condition. During testing, the iesu displayed error code c34 upon startup; however, a review of the log showed recorded error c00 and m11. Probable root cause is attributed to defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer was getting m-11 errors. Customer had power cycled the integrated electrosurgical unit (iesu) multiple times prior to calling. Customer disconnected the foot switches at the rear of the iesu and relocated the iesu power cord to another working outlet. The iesu was now powering on with a c00. Technical support engineer (tse) explained that a repeated c00 error required that the iesu generator be replaced. Tse suggested that they could use a covidien force triad generator as a backup; the customer stated that they did not have a covidien force triad generator. There were no reports of patient injury. Intuitive followed up and obtained additional information. The procedure was completed with the f10 valley lab cautery. Customer connected it with a blue cord to the vision tower. Customer completed the case and the patient was unharmed. The erbe in question was replaced the following tuesday by intuitive. Procedure was a prostatectomy - simple transabdominal by dr. (B)(6).